Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device removed from the patients body, it was found that the stent edge part got lifted. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the tenth proximal strut lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device removed from the patients body, it was found that the stent edge part got lifted. The procedure was completed with another of the same device. No patient complications reported.